Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the device it was discovered that the patient's insertable cardiac monitor (icm) was exhibiting over-sensing. Programming changes were made. Patient was in stable condition.